Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured catheter was confirmed, and appears to be use related. The implicated and returned product was a 5 fr d/l groshong nxt catheter. The catheter was returned in to segments. The distal segment showed depth markers from 5 to 27 cm. The proximal segment showed depth markers from 45 to 56 cm in length, and measured 12.6 cm in length distal to the molded bifurcation site. The segment of catheter between the 45 and 27 depth markers was not returned. Tactile examination showed tensile weakness was apparent on the proximal portion of the catheter. The proximal end of the distal portion of catheter was striated, and appeared to be cut with a sharp object. This was assumed to be done intentionally. The distal end of the proximal catheter showed a granular textured surface. The break was uneven and irregular. The distal segment of catheter was occluded, and was initially not patent to infusion. After clearing the valve by manipulation and pressurized infusion, both valves were capable of infusion and aspirating. The evidence observed indicates the catheter damage was caused by a tensile break. The granular surface and tensile weakness are characteristic of tensile breaks. The instructions for use for removal instruct: ¿remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reye2265 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (reye2265) have been reported from one (B)(4) facility.

Event description:
It was reported that after PICC was inserted in the patient, x-rays showed that the PICC needed to be adjusted as per radiologist recommendation. When removing the securacath, PICC was reportedly fractured and a replacement PICC had to be inserted. On (B)(6) 2016 - returned sample shows evidence of a subcutaneous catheter break.